Event description:
It was reported that a patient had a tactra malleable penile prosthesis explanted for unspecified reasons. At a later date, a new ipp was implanted. No patient complications were reported.